Event description:
This letter is being sent to you regarding an event that was reported to (B)(6) on (B)(6) 2025. The reported event was that the patient's liver was punctured upon placement of a veress needle for insufflation prior to a da vinci procedure. The wound was treated immediately and the da vinci procedure followed as planned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).